Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, the wire on the instrument was observed to be frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable on the instrument was frayed. The frayed pitch cable was found at the wrist. The frayed segments were various in lengths. No other damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if it recur could cause or contribute to an adverse event.